Event description:
It was reported that this implantable pacemaker device has depleted from 1.5 years to 4 months battery remaining in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Technical services consultant recommended replacement. As of this time, this device remains in service. No adverse patient effects were reported.